Manufacturer narrative:
A ge service rep performed an onsite investigation. Some pins on the interconnect cable were repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "kv on in error" error message. This error message will likely cause the system to shut down without command. There is no report of pt injury associated with this event.